Manufacturer narrative:
Pump received with intermittent act button response due to corroded keypad traces. The back light functioned properly when selecting down arrow button. No back light anomaly, high pitch whining tone, audio/beep or constant tone during button press noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a high pitched sound when the backlight was on. Blood glucose level at the time of the incident was not provided. The caller reported that there was no alarm prior to this issue occurring. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.